Manufacturer narrative:
Unit received with no flashing white display upon powering up device. Unit received with traces of moisture on electronic assemblies.

Event description:
The customer reported via phone call that the insulin pump had flashing white display. Customer¿s blood glucose level was 110 mg/dl. Customer states the display was blank less than 30 seconds and then returned. The customer was assisted with troubleshooting. The device will be returned for analysis.